Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the mesenteric artery. A 32x4.50 rebel stent was advanced to treat the lesion. However, during procedure, the stent came off the delivery balloon catheter. The physician was able to retrieve the stent and the procedure was completed with a different device. No patient complications were reported.